Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ez changer module was cleaned and reassembled and the sodasorb canister was replaced. The unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed during a case, possible loss of mechanical ventilation. There was no report of patient injury.